Event description:
Wife had a suspect uti 3 weeks ago. Testing proved negative. Symptoms returned last week. Identical to previous.. Itching and pain around vulva, no fever, no temp, no odor, normal urine. She uses panty liners every day, following a two year old hysterectomy and subsequent rad therapy, which resulted in more mucus in her stools. She is continent. She has been using blossom brand liners...they have a breathable outer layer. The brand is owned by p&g, but was not manufactured at p&g. The location of manufacture is unidentified. The liners use supersorbent. The irrigation and burning symptoms ceased within 36 hours after changing over to all cotten liners. With experience in the chem industry I know that sodium polyacrylate is stable and generally non allergenic. But I also know that the chemicals used to produce the sorbent are somewhat nasty...and that large volume production does not produce 100% product. It is my opinion that the blossum brand, which has not been tested on animals, may have some irritants remaining in their products. Protection from gi tract issues.